Event description:
While doing preventative maintenance, the bed would not go into trendelenburg. There was no patient involved, no injury. When the hill-rom technician went to the account, he could not find the contact person for this complaint and he was unable to locate any information on this bed.